Manufacturer narrative:
Initial reporter information investigation results: one mz5303 sample was received for investigation; no packaging was received, and the set was contaminated with some yellow fluid. No connecting product was received with the sample. The customer reported that they were unable to connect a terumo sureplug ad extension tube to the maxzero as they experienced bouceback when attempting to connect the luer. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd products from stock remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed from any part of the infusion set throughout pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 230615b03 from the maxzero component confirmed a possible lot number to be either 23039125 or 23039126. A review of the production records for the potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was loose the following information was received by the initial reporter with the following verbatim; this is a complaint about loose connection on the female side (mixing section). Customer reported that the infusion set (terumo "sureplug ad infusion set <sa-pit302mmz>") was loose when connected. After exchanging the set with a new mz5303 and reconnecting it to the infusion set, the looseness disappeared.